Event description:
It was reported that during knee surgery, the camera or scope had bubbles on the screen then it went intermittently light to dark. The surgeon could not see to complete the case so they stopped before completing the surgery. Additional information received from customer in 06/03 indicated that the surgery was completed two days later with no patient injury or complications reported.